Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs8gyl1. Hardware: sm-s901u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 36-48 hours of pod wear on the arm. The patient developed symptoms of vomiting, which persisted despite administration of medication for vomiting (zofran), and also exhibited high ketone levels. The mother stated that blood glucose levels did not decrease despite multiple correction bolus doses, with readings displayed as ¿high¿ on the omnipod system, indicating glucose levels above 400 mg/dl. It was further noted that the pod had emitted hazard alarms in the two days prior to the event ((B)(6)), and the pod was subsequently removed on the date of the event. The mother transported the patient to the hospital, where she was admitted and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included an intravenous insulin infusion. The patient was discharged the following day on (B)(6) 2026.